Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with hyperglycemia and shortness of breath while using the ilet. The user was treated in the ICU with IV insulin, fluids, and antibiotics for a concurrent infection and was discharged on (B)(6) 2025 after stabilization. The event was associated with high bg readings despite apparent insulin delivery, and a full supply change was performed after discharge.